Event description:
The patient went to sleep on (B)(6) 2012, while she was using an animas insulin pump with a cracked case to manage her diabetes. Overnight, the subject insulin pump lost power. The patient reportedly awoke in the morning at 9:45 am with elevated blood glucose reading of 443 and had symptoms of nausea and was thirsty. The patient went on the backup and stated her blood glucose reading at 3:46 pm that day was at 313 mg/dl. There was no evidence of product misuse. The reported noted the battery compartment was cracked. Moisture was not involved with the power issue. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The product was replaced and requested to be return for investigation. This complaint is being reported because the patient had elevated blood glucose of 443 with symptoms suggestive of hyperglycemia after the power issue began.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed an unconfirmed "replace cartridge" alarm in the black box on 08.04.2012 at 3:25 am. The unconfirmed alarm discharge the battery, which caused the pump to reboot. Examination of the pump confirmed the report of a crack in the pump casing, which extends from the case seal to the battery compartment threads. There was no damage to the battery cap that was returned with the pump. The battery cap tightened properly to the pump. The pump was exercised for 29 hours with no delivery issues and no power loss. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).